Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed as a bilateral cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, or inability to maintain position/stability of the device during deployment contributed to due to the event. The cuff tabs in the pockets and tabs bent indicate a bilateral cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from no to yes. H6 - type of investigation: code 4115 was removed.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. In this case, it is likely a partial capture, suture snag, or excess pull contributed to the separation.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a cardiac catheterization interventional procedure using a 6f sheath. Reportedly, a suture break occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.